Event description:
It was reported that a screw was found broken post operatively. The surgeon is planning on revising the patient.

Event description:
It was reported that a screw was found broken post operatively. The surgeon is planning on revising the patient.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported event of a xia ii polyaxial screw fracture post op was confirmed via review of the x-rays. The event has resulted in a scheduled revision surgery. The fracture occurred on the screws implanted in the sacral region. The lordotic bend in this area, can result in the application of relatively large load on the devices implanted here. In this case, the construct has no additional fixation between l3 and s1, leaving 2 contiguous levels unfixed. This construction creates a large bending moment, which can apply a great deal of load on the implants at the ends of the expanse. Furthermore, the event details confirm that the device was implanted over 8 months prior to the breakage being identified. The IFU states while the expected life of spinal implant components is difficult to estimate, it is finite...the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." Because the device has not been returned the exact cause of the event cannot be determined conclusively. However, it is likely that the screws experienced prolonged application of physiological loads, made even more intense due to the lack of fixation between l3 and s1. The load created by this construct may have lead to a possible fatigue fracture of the device. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.